Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 09-nov-2024, after 3 or more hours of insertion. Insertion site was thigh. The blood glucose level was high. Therefore, patient was treated with multiple daily injection. Customer changed supplies as necessary and resumed insulin therapy. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available